Event description:
It was reported by the sales rep that during a vats/wedge resection the reload fell out of the device and onto the patient. It was retrieved and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: u5dz82. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/21/2022 additional information requested and the following was received: we received psee60a instead of pcee60a, could you please clarify if wrong device belongs to this complaint? -when made complaint, verbalized wrong code. The correct device was sent, complaint is for the sent psee60a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The test reload was placed and removed with no issues noted.  The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D1: brand name d4: catalog, unique identifier